Manufacturer narrative:
Device was evaluated at customer site and was not returned. The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-67 alarm (supply voltage of cpu circuitry is too low) was identified during functional testing and the review of the alarm log. The visual inspection showed a damaged sensor board. The flogard was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer postal code: (B)(6) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a 67 alarm (supply voltage of cpu circuitry is too low). This occurred during set up. There was no patient involvement. No additional information is available.